Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the fragmented lead/impedance is unknown. The rep stated that the physician likely pulled on the lead during battery replacement. Impedance was checked on the old battery prior to the case and impedances were normal. To resolve the issue, they replaced battery and programmed around impedance. No further action is known at this time, but the issue has been resolved. No further complications was reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: unknown , UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician was performing a bilateral battery replacement. The left battery was replaced and no impedance was observed. The right battery (sn associated with this report) was replaced and an impedance was observed. After the depleted battery was removed on the right, the physician tested the four electrodes and motor was observed. The lead appeared to be fragmented below the electrodes, and the wire underneath the sheath was exposed. The physician was advised that the lead appeared to be fragmented, but he insisted on connecting the new battery and checking impedance. Impedance was found on 2/4 electrodes. He did not want to revise the lead, even with the impedance issue. The battery replacement was completed with the patient's existing lead, and new battery. Troubleshooting included the hcp increased amplitude and pulse width and ran impedance check multiple times. Disconnected and reconnected the battery. Re-tested the electrodes and motor was still observed. Physician did not want to exchange the lead, even with the impedance issues. Patient was programmed using case + and electrodes that were not impacted by the abnormal impedance. Patient felt stimulation on program a at 1.0. The issue was resolved the time of this report.